Event description:
It was reported that an asymptomatic patient presented to clinic for a scheduled office visit. Atrial noise reversions that had been previously recorded was noted. Noise events that were sensed on the ventricular channel was captured. The noise was not reproducible with pocket manipulation. Programming changes to be made and lead will be x-rayed to review. Lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.